Event description:
Information was received from a provided medical record and a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient had a painful implantable pulse generator (ipg) and an MRI was required. The patient was brought in to the health care professional (hcp) due to this issue on (B)(6) 2014 and a system removal was performed. The patient¿s reported current medication at the time of the surgery was morphine sulfate ir, ibuprofen, lorazepam, xanax, amitiza, aspirin, cymbalta, gemfibrozil, and lipitor. The patient medical history was reported to be a history of si joint fixation from 1996, the scs from (B)(6) 2010, a drug infusion pump from (B)(6) 2012, anxiety, bowel trouble, depression, high blood pressure, and high cholesterol. The pre-operation and post-operation diagnosis was lumbosacral radiculitis. The patient had the antibiotic clindamycin, general and local anesthesia administered for the explant procedure. The anchors, sutures, leads, and ipg were removed. It was noted that the leads were all intact after removal. The patient tolerated the procedure well without complications and was taken to recovery in good condition. The patient was scheduled to have an incision check and staple removal with the clinic 10 days post-operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.